Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during an implant attempt prior to implanting the lead within the body, it took a certain number of turns to extend and retract the helix. The lead was positioned and needed to be repositioned, but the helix would not fully retract. Additionally, the lead took more turns to extend and retract the helix, so the lead was explanted and successfully replaced with another lead. No patient complications have been reported as a result of this event.